Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced a myocardial perforation. The right ventricular lead threshold values had increased three days post implant and computer tomography (CT) showed that the lead had perforated the apex. The xray also showed that the lead was in another position. The lead was repositioned successfully and remains in use. No further patient complications have been reported as a result of this event.